Manufacturer narrative:
The investigation for the reported embolic stroke issue has been completed. The impella device was not received from the customer, therefore, an evaluation of the device was not possible. The field lt log was reviewed and no spikes in motor current were observed that would indicate a clot passing through the impella pump. The root cause of the embolic stroke was not determined due to insufficient clinical details. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted as high-risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. One day post impella cp explant, the patient experienced an embolic stroke. There was no information provided on patient outcome or any treatments provided due to the embolic stroke. It was unknown if the embolic stroke was attributed to the impella cp.